Event description:
Caller reported that a malfunction occurred on pump after customer went swimming with it, displaying code malf 0 which was not resettable. There was no available information regarding whether the customer¿s blood glucose level exceeded 500 mg/dl. The customer was advised by technical support to switch to manual daily injections as backup therapy, and a replacement pump with updated software was sent to them. The caller understood the instructions to place old pump into storage mode before returning it to tandem.